Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse noted that the system did not appear to recognize the integrated electrosurgical unit (iesu) generator and an error 23915 was logged. Fse replaced the iesu to address the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu associated with this complaint and completed its investigation. Failure analysis (fa) confirmed did not confirm the reported issue as the unit passed in house testing with no problem found.

Event description:
It was reported during a da vinci-assisted procedure the erbe was not activating and displayed a "da vinci (dv) not connected" message. The reporter explained that both monopolar and bipolar energy was not working. On the erbe both instruments have question marks instead of universal surgical manipulators (usm) numbers. Prior to calling technical support, the customer converted to another dv and proceeded with the case. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the operating room (or) staff did not encounter any issues at start up and port placement. The staff completed the procedure with no report of patient injury when the vision tower was swapped out. Patient information was requested, but was unavailable.